Event description:
The tbm states the rubber on the right tire came off while the end user was going down an incline. Additional non-reportable complaint for this device; the end user informed the tbm that his backpack that weighs about 20-30 lbs, is causing the back upholstery to sag. The tbm states the end user weighs (B)(6) and the max weight cap is 250 lbs.